Manufacturer narrative:
(B)(4).

Event description:
It was reported that device sensing issue was observed. After performing an x-ray, externalize conductors were also noted. The physician did not take any further action. Patient will continue to be monitored trough remote transmission.